Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in a specimen cup. Visual inspection found the haptic missing a piece and debris and clear residue on lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was loading a micl13.2, -15.5 diopter, implantable collamer lens on (B)(6) 2017. It was noticed that the lens tore while loading. The lens was not implanted and there was no patient contact.